Manufacturer narrative:
Product event summary: at analysis the device failed functional testing "battery low light-emitting diode" and "all segments of liquid crystal display off" on its incoming functional testing. The main printed circuit board (pcb) was swapped out and the testing was rerun in debug mode and the device passed. It was determined that its main pcb was out of specification in an electrical manner. The device was to be repaired, updated to french and after final functional testing it is to be sent back to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator which was returned in accordance with a field action subsequently tested out of specification during ma nufacturer's analysis. There was no patient involvement.